Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the foreign object found in the nozzle, the additional evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, connecting tube had a dent, distal end had a scratch, third party repair had been performed, light guide connector had a scratch, the protector of universal cord on control section side had a scratch, universal cord had a scratch, image guide protector had a scratch, video connector case had a scratch, video connector had a scratch, protector of the video cable section had a cut, video cable had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, switch 1 had a scratch, suction cylinder was shaved, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, due to clogging of nozzle, the water removal ability did not meet the standard value, adhesive on bending section cover had a chip, bending section had a scratch, due to wear of angle wire the play of up/down knob was out of the standard value, connecting tube had a scratch and connecting tube has discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor insertion of the biopsy forceps. The device was returned for evaluation. During evaluation the following reportable malfunction was found: foreign object found in nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It is unknown if there was a delay to the start of pre-cleaning. During pre-cleaning, the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the scope was immersed in a detergent solution. It is unknown if the customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the nozzle with a detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as silicate and hydroxide (rust). Silicates are components found in medical agents and tap water. Hydroxides (rust) was possibly from corrosion that was accelerated due to tap water or chlorine. However, as there are multiple origins, the exact origin of the material could not be determined. The cause of the material remaining in the device could not be conclusively specified. It is likely the foreign material adhered to the device due to a lack of cleaning which left residue from the tap water and/or medical agents. However, it is unknown if there were any deviations from the instructions for use (IFU) in regards to reprocessing. Additionally, there was no damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 3 "preparation and inspection", section 3.3 "inspection of the endoscope" and section 3.8 "inspection of the endoscopic system" "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ as below. [Inspection of the instrument channel] inspection of the water feeding function 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.